Event description:
Caller reported a malfunction on the pump, identified by malfunction code malf 9. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided pump reset information and assisted the caller in resetting the pump, which resolved the issue, allowing the customer to continue using the pump.